Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, the pressure-transducer test failed during pre-use check and replacement of the pressure transducer printed circuit board (pcb) solved the issue. Moreover, traces of oil was found inside the filter's chamber of the air gas module. The air/o2 gas module regulates the inspiratory gas flow and gas mixture. According to the user manual for servo-I (e.g. Rev. 06), supplied gases shall meet the requirements for medical grade gases according to applicable standards. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The device's logs were not provided for further analysis. The conclusion is that cause of the issue was liquid contamination of the o2 gas module from hospital's gas system. The cause of the pre-use check failure in this customer product complaint has been determined. The issue was related to pressure transducer pcb.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).